Event description:
Several inappropriate shocks were delivered between (B)(6) 2015, due to ventricular noise oversensing. Preliminary analysis showed that this oversensing could be linked to leads issue and/or connection issue at both atrial and ventricular sides. On (B)(6) 2015, patient care recommendations have been provided (x-ray and re-intervention). Reportedly, the defibrillator and the rv lead have been explanted on (B)(6) 2015 and will be returned for analysis. Preliminary analysis of the returned ICD confirmed it operated as specified.

Event description:
Several inappropriate shocks were delivered between (B)(6) 2015, due to ventricular noise oversensing. Preliminary analysis showed that this oversensing could be linked to leads issue and/or connection issue at both atrial and ventricular sides. On (B)(6) 2015, patient care recommendations have been provided (x-ray and re-intervention). Reportedly, the defibrillator and the rv lead have been explanted on (B)(6) 2015 and will be returned for analysis. Preliminary analysis of the returned ICD confirmed it operated as specified.